Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact had reportedly seen an article that indicated another pump wearer was hospitalized for elevated blood glucose (bg) levels and diabetic ketoacidosis (dka) and subsequently passed away. The contact declined to provide the source of the information or the name of the publication and declined to provide any other information.